Event description:
The patient called alleging the ezcarb and ezbg features did not calculate an accurate bolus insulin dose. The pump was not available for troubleshooting, therefore, the issue could not be resolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2011. Device history record review was conducted on (B)(6) 2011 with the following findings.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2: date of submission 11/18/2015 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged bolus calculation issue was not duplicated. Review of black box data did not find issues related to the complaint in the pump history. The pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the keypad buttons. A rewind/load/prime sequence and a 24-hour basal exercise were completed without issues. A normal bolus was executed and recorded correctly. Bolus units were calculated manually using a blood glucose value and a carbohydrate value. The returned pump calculation matched the manual calculation. Unrelated to the complaint, the display was found to be discolored with a pinkish contrast. The bolus button cover was found missing from the pump and the functionality of the bolus button was unable to be tested.